Event description:
It is reported that pt underwent revision surgery due to a broken ceramic ballhead and pain.

Manufacturer narrative:
This product is not released in the u.s. It was reported as a similar device to other ceramic ballheads released in the u.s. The MFR did not receive the devices yet. The device history records were reviewed and found to be conforming. As soon as the parts are received and an investigation result is available, a f/u report will be submitted. (B)(4).